Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported noisy operation was confirmed through physical inspection of the device. The investigation found there was an absence of lubricant applied to the cam lobes and gears. The cam shaft and gears were replaced.

Event description:
It was reported a spectrum pump had noisy operation when running at low rates (75ml/hr to 3ml. Hr). This event occurred during therapy in the obstetrics care area (medication unk). The customer reported they switched out the pump for a new one, resulting in a 5 minute interruption in therapy. It was also reported there was no pt injury.